Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the distal right coronary artery (drca). A 2.25x12mm trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy but reached the target lesion. The bdc was inflated one time to 8 atmospheres (atm) when the balloon ruptured. The device was removed with resistance form the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.